Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a high pacing impedance and failure to sense. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to sense were not confirmed. A partial lead was returned in one piece with the helix stretched and clogged with blood/tissue. Electrical testing did not find any conductor fractures however an internal short was noted between conductor paths due to procedural damage. Unable to perform impedance test due to the condition of the lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.